Manufacturer narrative:
Evaluation: the device was not provided to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no information to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2007 at (B)(6) hospital. Dr. (B)(6) allegedly placed the filter. Is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but not yet provided.

Manufacturer narrative:
Additional information: investigative evaluation- a review of the complaint history and specifications was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to retrieve'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Samples 2, 3, and 4 from the patient were submitted for investigation. The results of the testing indicated the presence of an interfering factor that reacts with one of the immunological components of the reagent and affects the sample results. This interference is documented in product labeling for the assay.

Event description:
This additional information was received on 07/22/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to dvt w/ contraindication to anticoagulation therapy. No retrieval attempts have been noted. Plaintiff is alleging device is unable to be retrieved.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2007 at (B)(6) hospital in (B)(6). Physician allegedly placed the filter. Is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but not yet provided.